Manufacturer narrative:
Based on the claim against the product by the customer noting monopolar energy issue, an investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse replaced the integrated electrosurgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer-reported issue. Isi has received the iesu part, however, failure analysis has not completed their investigation. Therefore, the root cause of the customer-reported failure mode could not be determined. A follow-up MDR will be submitted when failure analysis has completed their investigation. This complaint is considered a reportable event due to the following conclusion: the integrated electrosurgical unit (iesu) was replaced after the start of the procedure and the surgeon was able to continue with the procedure robotically with a third-party esu. The iesu required replacement. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after the start of a surgical procedure could lead to the procedure being converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci assisted surgical procedure, the customer faced error c-38 on erbe generator. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system event logs and confirmed errors c-38 and c-30. The customer stated that the bipolar energy was working and the isi tse asked them if they could use another energy device for the monopolar, they did not know at the moment and the surgery was ongoing. The procedure was completed with no reported injury and a delay of less than 15 minutes. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer was able to finish the operation by switching to a force triad without any damage to the patient. The erbe was exchanged quickly and the customer noted they were able to use the robot for the next surgery without any impact on the planned program.

Manufacturer narrative:
Based on the claim against the product by the customer noting monopolar energy issue, an investigation was completed to determine the cause of this reported event. Intuitive surgical inc.(isi) did receive a da vinci product involved with this complaint to perform failure analysis. The (integrated electrosurgical unit) iesu was analyzed but the reported failure of error c-38 on the erbe could not be reproduced. The unit energized and cauterized and all ports recognized instruments. The reported complaint was not confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.